Manufacturer narrative:
We checked and reviewed the device history record for assist bar pltcabl (sn: (B)(6)). It was manufactured in accordance with the device's dmr and installed to bariatric bed p750 and has passed test according to 201.9.1.101 protection against patient entrapment in non-moving parts of iec60601-2-52 as well as entrapment test of astm f3186. This assist bar was manufactured by world gear (manufacturer) and put into the market for use by world gear's customer (importer) for over 6 years. As the brand (drive devilbiss healthcare) belongs to the importer, it is importer's responsibility to inform or train the caregivers how to operate the device and the general attention and risk about the use of this device. As the end user has not returned the assist bar for evaluation. And the mattress used on the bed was purchased by the end user and the details for that have not been received as well, it is our preliminary analysis and evaluation based on the records and test reports that we believe that the event was not caused by the assist bar.

Event description:
Drive devilbiss healthcare was notified of an incident involving a long-term care assist bar by the cpsc. The cpsc forwarded a redacted coroner's report, which stated that an end-user was discovered deceased in his room at a long-term care facility with his head and neck entrapped between the assist bar and the hospital bed mattress. The cause of death was determined by the coroner to be "asphyxia due to strangulation." The coroner's report did not provide any information regarding how the assist bar was installed at the time of the incident, or the specifications of the mattress being used with the bed and assist bar. Drive devilbiss healthcare has contacted the coroner's office for further information. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this incident.